Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos and 2 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that there was a black fiber on the tip of the syringe. Bd determined that the cause of the failure was most likely dust particles form machines being introduced into the production line due to lack of housekeeping duties on the 20ml manufacturing machine. The machine in question is no longer used for production so no further actions shall be taken. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd luer-lok¿ syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: during theatre case, anesthetist opened syringe and noticed black, greasy fibre substance on tip of syringe. Second syringe also from same batch affected and not opened. Syringes purchased through bd distributor in november.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D1: medical device brand name: bd luer-lok¿ syringe. D3: medical device manufacturer: becton dickinson medical (singapore). D4: catalog: 300142. D4: lot: 2055657. D4: exp date: 02/28/2027. D4: UDI #: (B)(4). B5: describe event: it was reported while using bd luer-lok¿ syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: during theatre case, anesthetist opened syringe and noticed black, greasy fibre substance on tip of syringe. Second syringe also from same batch affected and not opened. Syringes purchased through bd distributor in november.

Event description:
It was reported while using bd luer-lok¿ syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: during theatre case, anesthetist opened syringe and noticed black, greasy fibre substance on tip of syringe. Second syringe also from same batch affected and not opened. Syringes purchased through bd distributor in november.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ luer slip syringe sterile, single use, 20 ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: during theatre case, anesthetist opened syringe and noticed black, greasy fibre substance on tip of syringe. Second syringe also from same batch affected and not opened. Syringes purchased through bd distributor in november.